Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that there was micro dislodgement of the lead. The lead was surgically revised and remains in service. No additional adverse patient effects were reported.